Event description:
It was reported the device turned off by itself. It was also reported the device was dropped but it is unknown if the device was dropped before or after the issue occurred. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the unit turned off by itself. Analysis did find that the upper case, lower case, one side bail cover, the ring cover and the battery drawer were broken, the side bails were bent, the ring was missing and the keyboard was contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device turned off by itself. It was also reported the device was dropped but it is unknown if the device was dropped before or after the issue occurred. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.